Event description:
Caller reported that pump caught fire with sparks coming out of charging port while it was charging using tandem supplies. There was no adverse impact to the customer¿s blood glucose level. Customer will use mdi as a backup therapy until receiving a replacement pump with updated software, and cts has advised on steps for its use, return of the faulty pump, and provided a resolution by sending a replacement pump along with charging supplies.